Event description:
A nitric oxide ventilator was hooked up in line with drager ventilator. About an hour after nitric oxide was turned on, nitric oxide vent had a constant alarm and the screen froze. I was unable to silence alarms or do anything besides shut down the machine. I then switched out the nitric oxide machine. Rn got an abg during incident and patient was stable. No problems with new nitric oxide machine.